Event description:
Patient was scheduled for a left knee arthroscopy. After appropriate draping and equipment set-up, the surgeon inserted the outflow irrigation needle (13g x 3") into the left knee space. Flexion of the knee by the surgeon followed. A loud snapping noise was then heard. The circulating and scrub nurses began checking the equipment, drapes, etc. To ascertain the cause of the noise. The outflow was noted to be blocked and after careful inspection by the surgeon, it was determined that the 13g needle sheath broke off in knee space.the patient was under general anesthesia. Sloping was done to locate foreign body, with some difficulty encountered. Portable knee x-rays were performed to assist in loating the sheath. The surgeon was then able to locate,grasp, and remove the small metal needle sheath. Visual inspection for complete removal of the sheath was performed by thoroughly examining the extricated portions. The surgeon was satisfied with the results and the patient's original procedure was completed without any further complications.the patient and family were informed of the situation and its outcome. No complaints were verbalized. A post-op callwithin 24 hours of surgery revealed patient satisfaction without further complicationinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.